Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other: infected renal cyst, fatigue, low hemoglobin, hiatal hernia, odorous vaginal discharge, difficulty completing everyday household chores, emotional distress and depression. It was reported that on (B)(6) 2012 the underwent mesh explantation due to mesh erosion, infections and abdominal pain (the patient also believes she had an in office excision prior to the explantation surgery but she does not remember the name of the physician).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic vaginal infection with purulent discharge. It was reported that the patient underwent cystoscopy on (B)(6) 2004. It was reported that patient underwent mesh removal on ((B)(6) 2012) due to mesh erosion by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced. Recurrent urinary tract infection.